Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor and the pressure plate gap were calibrated to correct this issue.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. Any patient involvement, injury or medical intervention is unknown.